Event description:
Physicians summary comments disappeared from system. It appeared that two physicians were in the same patient record at the same time. The first physician made comments in the summary field and signed the report and closed out of the record. When the second physician closed out of the record, it appears that the first physicians signed summary was lost. Verbal communication of the summary to staff prevented any adverse patient outcome.